Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system would not expose. Upon troubleshooting rse found that the image disk is full, unable to expose and store images. Rse recreated image store and formatted the image hard disk. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not expose and store images due to the image disk being full. The device was in clinical use. No patient or user harm reported. A philips remote service engineer (rse) recreated the image store and formatted the image hard disc which returned the system to use in good working order.